Manufacturer narrative:
Upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating that during placement of a straight catheter in the coronary sinus (cs), x-ray was performed and revealed a dissection of the cs. A second attempt to place the straight catheter into the cs was used with a balloon catheter, however, the straight catheter could not be positioned correctly in the cs. The procedure was terminated and the patient remained in the hospital. Following the procedure, an echocardiogram was performed and revealed no pericardial effusion. The patient was stable and asymptomatic. No additional intervention was performed. There was no alleged malfunction against the performance of any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, a dissection of the coronary sinus was noted. The patient was hospitalized and no intervention has been performed to resolve the event. It is unknown which device contributed to the dissection. Further information was requested but not yet received.